Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the auger stylet tip broke off after it was removed from the patient. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
Unit was returned inside a carton box. Only the handpiece with a broken auger were received. Cannula was not returned. Auger was observed bent and broken near the collector chamber. In collaboration with the subject matter expert and based on complaint investigations previously conducted, and returned components observations; the most probable cause was identified as a bent / broken cannula / auger induced during the procedure. It causes friction and vibration between the cannula and auger (probe), consequently, the auger could jammed inside the cannula or the friction between the cannula and auger heats up the probe material and eventually it could cause the auger (probe) and /or the cannula breakage.

Event description:
It was reported that the auger stylet tip broke off after it was removed from the patient. There were no adverse consequences, no medical intervention and no delay reported.